Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The day of the event the patient received an alert from the cgm device that the cgm reading was low. The patient self-treated with eating sugar and candy, and tried to take a fingerstick, but the fingerstick was unsuccessful. The patient did not experience any symptoms but went to the emergency room (ER) as they panicked. The patient arrived at the hospital before midnight and when a fingerstick was taken the blood glucose reading was 241 mg/dl. The patient received treatment with an unknown intravenous fluid and was discharged at 03:00am the next day. There was no documentation of further medical intervention. At the time of the report the patient was stable and doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.